Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 425mg/dl, 211mg/dl, and 124mg/dl on the advantage test system within 10 minutes. Customer took his normal medication in response to the results. No adverse event reported. No quality controls were used. No information provided to indicate where comparison performed. Requested return of suspect test system and replacement was sent. Advantage test system: strip lot 549424, exp 11/30/2008, cat/2030373.